Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was prompting an "error 5" message. Per the onetouch ultrasmart owner's booklet, this message indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage on an incompletely filled confirmation window. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged issue began on the same day. The pt stated that she was able to test on the subject meter on the night of the day before, but when she attempted to test at (9:00 am on original date, she allegedly started to obtain the reported error message and was unable to obtain a reading. The pt reported that she is on an insulin pump and since she was unable to confirm what her blood glucose levels were, she made an estimated guess regarding how much humalog insulin to administer to herself. At the time of the call with lfs, the pt mentioned she had a headache and was sweating. She further started that these symptoms are "sometimes an indication that my sugar is low." The pt denied receiving medical intervention. At the time of troubleshooting, the customer care advocate (cca) confirmed that the pt was using the correct testing technique to apply the sample. The pt retested using a new vial of test strips, but the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.